Event description:
It was reported that his sensor came off while the customer was swimming. The transmitter did not blink when it was connected to the sensor. Customer's blood glucose level was 160 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor broken near sensor base. Part of the sensor's cannula was missing. Unable to confirm if customer received sensor damage due to customer returned open/used. Unable to confirm adhesive anomaly on open/used sensors.